Event description:
The customer reported a primary infusion of desferal was programmed for 110 mg over 4 hours; rate was 27 ml/hr. The medication infused instead over 1 hour. The customer is requesting an event log review to check the programming. There was no pt harm or medical intervention. The customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.